Event description:
Report received from abbott international affiliate (abbott united kingdom) that states: "device snapped at junction whilst connected to pt, causing leak." Report further indicates "event outcome: no pt injury. Describe clinical details of outcome: no pt injury. Additional info requested: pt details, device details, and event info. 13/9/99 - sample returned on 13/9/99; no further info forthcoming from hospital despite repeated requests." No additional info was available.